Event description:
The surgeon reported that he has experienced difficulty with surgical instruments getting caught inside the lumen of the trocar cannula. The illuminator got caught in the trocar cannula, and it caused the trocar cannula to be withdrawn from the pt's eye during the procedure. There was no pt harm reported. The surgeon is concerned about the risk for pt harm when this issue occurs.

Manufacturer narrative:
The facility materials manager will send the samples for eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable info becomes available.